Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
It was reported that the event occurred while preparing the pt for surgery. The md attempted to insert the intra-aortic balloon (iab) through the sheath via the femoral artery, when the balloon vacuum was not achieved. As a result, the iab was removed and replaced with another iab successfully. There was a delay in induction and beginning the surgery while all the attempts were made. There was no report of pt death, complications or injury. The pt outcome is satisfactory. It was stated on the product complaint report as "product got stuck and fluids were not circulation." The subsidiary alleged that the "doctor tried 4 different catheters and neither one of the 4 worked properly." Ref MDR #1219856-2011-00325 for the first event, MDR #1219856-2011-00331 for the second event and MDR #1219856-2011-00333 for the third event involving the same pt.